Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that following magnetic resonance imaging (MRI), this pacemaker exhibited a code 9001. During the scan, the MRI technician observed a change in the patient's heart rate. Technical services (ts) was contacted and advised that code 9001 indicated the device had entered safety mode. Device replacement was recommended. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.